Event description:
It was reported that foreign matter was stuck to the inside walls of the bd plastipak¿ concentric luer lock syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there is also a new problem with the 50ml syringes, silicone at the piston sticks to the walls of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was stuck to the inside walls of the bd plastipak¿ concentric luer lock syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: there is also a new problem with the 50ml syringes, silicone at the piston sticks to the walls of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-feb-2022. H.6. Investigation: several samples and one photo were provided to our quality team for investigation. Through visual inspection of the photo, silicone can be observed, however, it cannot be confirmed it is in excess. All physical samples were evaluated and silicone was observed inside the syringe barrel. A device history review was performed for reported lot 2110055, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification and results verified the amount of silicone was within required limits. While we cannot identify a direct issue, the silicone was likely visible due to issues related to poor distribution inside the barrel.